Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure for humeral diaphyseal fractures, it was observed that the universal battery charger device was turned on, the blue led lit properly. According the reporter, two power modules devices were inserted into the charger device which did not start. Afterwards, one of the two power module devices were removed from the charger, and reinserted into the charger causing a spark at the back side of the charger. The surgeon quit using the charger but the surgery was completed successfully. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the vias on the printed board at the diode on the device were broken and faulty. As a result, the power supply could no longer completely dissipate its energy and diode 19,diode 20, transistor 1, transistor 2 burned. The short-circuit of these components was probably interpreted by the customer as a flying spark on the back side. However no sparks were identified during investigation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.